Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. D4 (expiration date: 05/2024). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement procedure, the catheter was allegedly broken into two pieces just before the entrance in jugular vein and also surgeon found a small hole before the end of the broken piece. It was further reported that the broken part that was in the vein allegedly moved to heart. Reportedly, the broken piece was removed through femoral vein. The catheter was removed. The current status of the patient is reported to be stable.

Event description:
It was reported that four months and eleven days post a port placement through the jugular vein, the catheter was allegedly broken into two pieces just before the entrance in jugular vein and also surgeon found a small hole before the end of the broken pieces. It was further reported that the broken part that was in the vein allegedly moved to the heart. Reportedly, the broken catheter piece was removed through femoral vein and the port with the part of the catheter that was attached to it was removed as well. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port MRI implantable port attached to a groshong catheter in two segments were returned for sample evaluation. Two electronic photos and one image was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. A kink was noted on attached catheter proximal to the distal end and split was noted on proximal end on the distal catheter and segment. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and surface was noted to be round, smooth in one region and granular in the other. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven and surface was noted to be granular in one region and round, smooth in the other. Upon infusion, a leak was from the split. Photo and image review confirm the fracture, material separation, puncture and migration issue. Therefore, the investigation is confirmed for the reported fracture, material separation, puncture and migration and identified wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.